Event description:
It was reported by service report that the brakes were not working at the foot or head end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Grove pin.